Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Additionally, it was reported that resistance was experienced during the fill process and that a cartridge change error occurred during the load sequence. Customer's blood glucose level ranged between 74-94 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.